Event description:
The customer reported the probe of their coulter act diff analyzer was leaking about one half milliliter of clear fluid onto the counter at the end of the cycle after two patient samples were run. The probe did not leak into the two finger stick patient samples, the patient results were regarded as correct by the customer, and were reported out of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer provided data indicated that the quality control results are within specification. Two patients' initial results were provided by the customer which were regarded as valid by the customer. Repeat patient results were not provided by the customer the healthcare worker interfacing with the machine was wearing personal protective equipment which included gloves and glasses. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) cleared a blockage of accumulated dried blood in the waste path from the probe wipe. A pinch valve was also replaced. The instrument was returned into service after completion of the verified repairs. The failure mode of this event was a waste path blockage. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).